Event description:
The reported incident relates to the mattress cover coming off the mattress and the consumer got a staple in his toe. The manufacturer of the mattress does not, at any time, use staples on any of their products; phone calls and emails have been made to the complainant for resolution of the problem. Following is a list of dates and attempts that were made to reach the complaining party to no avail: (B)(6), 2012 (12:10pm) via phone left message - no answer. (B)(6), 2012 (12:20pm) via email sent contact information - no answer. (B)(6), 2012 (11:50am) via phone left message with receptionist ((B)(6)) - no call back and no answer. (B)(6), 2012 (9:29am) sent another email, left contact information - no answer.